Manufacturer narrative:
(B)(6). One 2.4x381mm drill tip passing pin was returned for evaluation. Visual inspection of the passing pin is bent. The device is scored in several places along its length. Dimensional assessment found the device met print specifications. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon was drilling femoral tunnel though am portal during acl reconstruction when the tip broke. Upon drilling 4.5mm drill over guidewire, the distal tip of drill broke. Debris was removed with grasper and a new guidewire and a 4.5mm drill was used to complete the case successfully. No patient injury or other complications were reported.